Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer issue. The investigation included a review of the complaint text, a review of instrument history, a search for similar complaints, and a review of labeling. According to the provided data, the issue occurred with the closed mode only and all the measurable parameters were affected (not limited to wbc and rbc alone). Customer was unable to reproduce the issue because the issue was intermittent (about 1 out of 100 runs). The instrument passed the precision study for both open and closed modes. A field service representative (fsr) was dispatched to inspect and service the instrument. The fsr found and removed a piece of a cap that was stuck at the bottom of the rack and preventing the tubes from agitating. Additionally, as preventive maintenance, the fsr cleaned the agitation heads, replaced the rotary valve picker, and calibrated the sample needle. The fsr verified the instrument was working according to the specifications by running a series of tubes with no issue. A review of the complaint history for the cell-dyn 3700 ((B)(4)) was performed (B)(6) 2009 and found no other complaint related to the reported issue. The cell-dyn 3700 system operator's manual, list number 06h89-01, revision f, under section 10, troubleshooting, pages 10-55 to 10-61, provides troubleshooting steps for imprecise or inaccurate data. If assistance is needed for any technical or operational problems, the customer is instructed to contact the local country service and support center. A review of the complaint trending systems for the period (B)(6) 2008 through (B)(6) 2009, did not indicate any adverse trend for the cell-dyn 3700, list base number 02h31-01, related to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn 3700, list number 02h31-01, for the reported issue. There is no systematic issue with the cell-dyn 3700 product line. This is the final report.

Event description:
The account stated that the cell-dyn 3700 analyzer is generating discrepant wbc, rbc, hgb and plt results when tested in the open mode versus the closed mode. The account provided the following results; open mode, closed mode, open mode, other analyzer wbc: 4,610, 7,980, 8,400; rbc: 5.79, 3.14, 3.20 (m/ul); hgb: 17.3, 9.94, 9.94 (g/dl); plt 231, 543, 532 (k/ul). The account did not confirm if flags or error messages were generated. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.